Event description:
It was reported that the pt had increased abdominal pain. The catheter had dislodged and was coiled in the right lateral low back (detection method not reported). A revision was performed, and the pt recovered without sequela. The pump was used to deliver dilaudid and bupivacaine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.